Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitrectomy probe was not able to cut the vitreous completely during a vitrectomy probe. The probe was aspirating and the cutting sound could be heard. The surgeon requested that the nurse reduce the cut rate and the vacuum of the vitrectomy probe; however, this did not resolve the issue. The probe was replaced to complete the procedure. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three other complaints for the reported issue. No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned by the customer and the device history record reviews associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).